Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on-site. The ventilator failed pressure transducer test during pre-use check. The pressure transducer printed circuit board (pcb) was found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#:(B)(4).